Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The report is being filed late due to an isolated oversight. The rate seen (32 worldwide reportable incidents out of estimated 200,000+ procedures performed to date) is approximately 0.015% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who experienced dysesthesia in right forearm and wrist ~8 months post-treatment. The symptom improved by 9.2 months post-treatment.